Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The stylet was removed from the lead without difficulty or resistance. The same stylet was used for the stylet insertion test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the stylet became stuck inside the lead. The lead was removed, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).